Event description:
Tesio cath implanted. Pt sent to dialysis two days later and returned to nursing unit with oozing noted. Dressing changed-no drainage noted when pt discharged. Pt returned to facility with a fractured catheter and bleeding from the area. Add'l surgery for removal of broken tesio and insertion of new tesio.